Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument would flip, dislocate and not grab anything. The surgery was completed. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the site and verified that no missing or fallen pieces were reported. In addition, the site indicated that no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal idler with some loose tension. No damage was found on pulley and clevis. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. Another observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.